Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic follow-up, low sensing and complete loss of capture were observed. Lead dislodgement was noted through fluoroscopy. Lead repositioning was not possible as the screw could not removed. The lead was explanted and replaced instead. The patient condition was good before, during and after the procedure.